Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a dissection which extended from the subcl avian artery to 3 cm above the celiac artery approximately one month ago. The thoracic aortic neck had a tight angulated arch. The aorta proximal landing zone just distal to the left subclavian artery is 26.2 mm in diameter, and proximal to the dissection it is 21.4mm in diameter. The length of the proximal landing zone is 23mm. The stent graft was deployed at the intended landing zone without complication; however, upon removal of the delivery system the physician was reseating the tapered tip but was not watching the fluoroscopy, which resulted in the taper tip being caught on the stent graft material and pulled it down 3 cm. Due to this and the tight aortic arch the stent graft was inaccurately implanted and there was a proximal type I endoleak. Another valiant (B)(4) was implanted and successfully resolved the endoleak. No clinical sequelae were reported ant the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (endoleak, inaccurate delivery of stent graft). (Severely angulated aortic arch). (Not observing the fluoroscopy during removal of the delivery system). (Stent graft was implanted in a patient with a pre-operative dissection of the thoracic aorta). Conclusion: (not observing the fluoroscopy during removal of the delivery system).